Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction: refer to field d4 (UDI #) was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.